Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were out of specification on the low end, the control bar was loose, and the machined head and various other components were damaged. The motor, sleeve, reciprocating arm, planetary carrier, planetary gear, machined head, width plate, hinge gasket, pins, screws, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for preventative maintenance originally and found to be needing repaired. Evaluation of the device found that the motor speeds were below specification. There was no patient involvement. Due diligence is complete, there is no additional information available.